Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that there was an intermittent spo2 signal. The customer also reported that there was no audible alarm and/or error message notifying the user of the malfunction. There was no pt involvement.